Event description:
Patient presented to the hospital on (B)(6) 2010 after falling out of bed early that morning and being found unresponsive. He had evidence of acute ischemic stroke in the mca region. The penumbra system was used on the m1 target clot, and only partially reopened the vessel. Following aspiration, 6 mg of ia tpa were administered however the vessel remained occluded with a final score of timi 1. According to the report in the electronic database, a new aca occlusion occurred on the same day of the procedure. It was also accessed with the penumbra system (026), and was reported as moderate in severity with "probable" relationship to the penumbra device and "definite" relationship to the procedure. The patient expired on (B)(6) 2010 due to sudden cardiac arrest, unrelated to the procedure or device. The coordinator initially reported this event in the (B)(4) on march 16, 2012 and was unable to clarify the relationship. Following over one month of constant follow up, she did not provide additional information or confirmation in her final email on may 17th, 2012 when adjudicating several study events.

Manufacturer narrative:
Conclusion: additional emboli is a known and anticipated event associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during a review of stroke cases for a penumbra post-market retrospective study (retrostart). The information regarding this event is limited by the procedural reports provided by the hospital. Devices not retained.